Manufacturer narrative:
During an internal review on 17-nov-2024, corrected in the d10. Concomitant medical products and therapy dates section the smarttouch sf catheter to unk_smart touch unidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and observed a hole on the pebax. It was reported that when activating ablation, a "tip electrode temperature slope error" was displayed on the ngen system. No errors on the carto 3 system. They reseated the qdot micro catheter connections without resolution. The catheter was removed from the body and catheter irrigation was tested. At this point, the physician noticed blood in the catheter tip. The qdot catheter was replaced at this time (different lot number). The procedure was completed. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-oct-2024 observed a hole on the pebax and reddish material inside the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on 18-oct-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection revealed a hole on the pebax and reddish material inside the pebax. The device was connected to the generator, and no temperature was displayed due to an open circuit at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and pebax issues reported by the customer were confirmed. The potential cause of the open circuit could not be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Regarding the pebax, the instructions for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood in the catheter tip¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hole on the pebax and reddish material inside the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿tip electrode temperature slope error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit at the tip area¿. Manufacturer¿s reference number: (B)(4).